Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 48 mg/dl at the time of the incident. The customer was given food, glucose tablets, and glucagon to treat. The customer experienced symptoms such as vomiting and a fever before the low. The customer was wearing the insulin pump during the incident. The caller stated the pump was over delivering as a large drop of insulin fell out when they took out the infusion set. The caller also stated the pump may have been exposed to strong magnetic fields at an airport. Troubleshooting was completed but did not resolve the issue. The customer had a stomach virus at the time of the incident. The insulin pump will not be returned for analysis.